Manufacturer narrative:
(B)(4). Product not returned for evaluation. Customer declined replacement product at this time. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. (B)(4). Manufacturer contacted customer on (B)(6) 2018 in a follow-up call in order to ensure that the replacement products resolved the initial concern; customer states the issues has been resolved and obtained new test strips at a local pharmacy. They have not had any medical intervention or symptoms.

Event description:
Consumer reported complaint for erratic blood glucose test results. Husband is calling on behalf of the customer. The customer is concerned with test results from back to back blood tests of 115 and 88mg/dl. The customer's expected fasting blood glucose result range is 80-100 mg/dl. Customer also received a 35mg/dl fasting result and she was not concerned at all with it being low; customer stated she wants her blood sugar to be at 60mg/dl or even below because of the medications she is on. Customer also stated that she had received previous e-0 error messages on a lot of occasions. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was performed by the customer fasting and produced test results of 92 mg/dl and 102 mg/dl using truemetrix go meter. The product storage was undisclosed. The test strip lot manufacturer's expiration date is 03/31/2019 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: result 1 :115mg/dl date: (B)(6) 2017 time:3:32pm fasting, result 2 :88mg/dl date:(B)(6) 2017 time:3:23pm fasting, result 3 :102mg/dl date:(B)(6) 2017 time:3:23pm fasting, result 4 :35mg/dl date:(B)(6) 2017 time:3:36pm fasting, result 5 :75mg/dl date:(B)(6) 2017 time:3:36pm fasting, customer is primarily concerned with the 88mg/dl and 115 mg/dl readings because customer states they are erratic. Customer did not have concerns with the 35mg/dl reading she took with this meter. Customer is on a lot of medications and it was expected that her blood sugar would fluctuate.